Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. After a non bsc guide wire crossed the target lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for predilation. The balloon was inflated; however, it ruptured at 6 atmospheres on the first inflation. The procedure was completed using a 2mm x 40mm coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).